Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the thoracoacromial artery using ruby coil lps, packing coil lps and a non-penumbra microcatheter. During the procedure, the ruby coil lp was stuck and would not advance at all past its initial position within the introducer sheath. Therefore, the ruby coil lp was removed. It was reported that several ruby coil lps were placed successfully before and after encountering the issue. The procedure was completed using another ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-01891 1. Section g. Box 3. Report source h3 other text : placeholder.